Event description:
A nurse reported the intraocular lens was removed, due to its dislodging after implant. Patient experienced transient corneal edema but is expected to recover without further complication. Lens was cut in pieces to remove.

Manufacturer narrative:
The intraocular lens was discarded by the surgery center and not returned for analysis. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests, it is not manufacturing related. The lens met all manufacturing specifications prior to release. Device discarded by account.